Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent an unknown procedure on (B)(6) 2018 and suture was used. The suture is breaking down causing the surgical site to dehiscence. It is unknown if another like device was used to complete the procedure.